Event description:
In 2005, patient had resection of osteosarcoma night distal femur and reconstruction with wright medical repiphysis. On 5/11/2006 patient had lengthening of repiphysis 0.8cm in 2006, patient had lengthening of repiphysis 2-3mm. On 5/21/07 revision of right distal femoral replacement & total knee arthroplasty; lateral release & quadriceps realignment & total knee; extensive synovectomy & soft tissue debridment. Diagnosis for use: osteosarcoma right distal femur.